Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant/ perforation (fallopian tube(s)") in a 30-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2011, right lower quadrant pain and cesarean section. Previously administered products included for birth control: pills in 2010, iud from 2009 to 2010, sprintec in 2010, mirena iud from 2009 to 2010 and microgestin fe. Concurrent conditions included migraine, headache, weight gain, weight loss, panic attacks, vitamin d deficiency, eczema, knee swelling, swelling of feet, memory loss, foggy feeling in head, asthma, gerd, mixed incontinence, obstructive sleep apnea syndrome, obesity and dysfunctional uterine bleeding. Concomitant products included doxycycline monohydrate since 2017, nortriptyline hydrochloride (nortriptylin) and pantoprazole (protonix) since 2011. In 2010, the patient experienced pelvic pain ("pain/ pelvic area and front side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joints pain (ankles, elbows, knees, hips)"), pain in extremity ("toes, fingers, feet, heels pain") and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). In 2012, the patient experienced rosacea ("rosacea") and pain of skin ("sensitive skin/ pain of skin, all over but the worst on arms, legs and face"). In 2015, the patient experienced muscle spasms ("muscle spasms") and misophonia ("sensitive to some sounds/noises"). In 2016, the patient experienced persistent depressive disorder ("persistent depressive disorder"). On an unknown date, the patient experienced rash ("skin rash"), headache ("headaches/ head pain/ headache worsened"), gastric disorder ("stomach issues"), panic attack ("panic attacks"), anxiety ("anxiety"), alopecia ("hair loss"), visual impairment ("worsening vision"), loss of libido ("lack of sex drive"), migraine ("migraines worsened"), weight increased ("weight gain"), constipation ("constipation") and abdominal pain lower ("cramps"). The patient was treated with surgery (remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, headache, gastric disorder, panic attack, anxiety, muscle spasms, visual impairment, loss of libido, persistent depressive disorder, rosacea, pain of skin, bladder disorder, urinary tract disorder, misophonia, dyspareunia, weight increased, constipation, arthralgia and pain in extremity outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the alopecia, migraine, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, dyspareunia, fallopian tube perforation, fatigue, gastric disorder, headache, loss of libido, menorrhagia, migraine, misophonia, muscle spasms, pain in extremity, pain of skin, panic attack, pelvic pain, persistent depressive disorder, rash, rosacea, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient had tubal ligation on (B)(6) 2011. Onset date of weight gain was reported as 2018 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: negative. (B)(6) 2009, pelvic ultrasound: findings : trans-abdominal and endo vaginal images were obtained in accordance with the protocol. (B)(6) 2011, hysterosalpingography: impression: abnormal right micro-insert which was coiled into a single loop no abnormal contrast opacification of fallopian tubes or abnormal contrast spontaneous extravasation into pelvic floor from either fallopian tubes indicating complete tubal occlusion. (B)(6) 2011: operation: peivioscopy: removal of perforated essure device from right fallopian, tube. Fulguration of right fallopian tube. Findings: perforated right essure device, coiled in right fallopian tube adjacent to the cornea. Otherwise, normal fallopian tubes and ovaries bilaterally, normal uterus, normal appendix, and liver. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of implant/ perforation (fallopian tube(s)') in a 30-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation on (B)(6) 2011, right lower quadrant pain and cesarean section. (B)(6) 2009, pelvic ultrasound: findings : trans-abdominal and endo vaginal images were obtained in accordance with the protocol. (B)(6) 2011, hysterosalpingography: impression: abnormal right micro-insert which was coiled into a single loop no abnormal contrast opacification of fallopian tubes or abnormal contrast spontaneous extravasation into pelvic floor from either fallopian tubes indicating complete tubal occlusion. (B)(6) 2011: operation: peivioscopy: removal of perforated essure device from right fallopian, tube. Fulguration of right fallopian tube. Findings: perforated right essure device, coiled in right fallopian tube adjacent to the cornea. Otherwise, normal fallopian tubes and ovaries bilaterally, normal uterus, normal appendix, and liver. Previously administered products included for birth control: pills, iud from 2009 to 2010, sprintec, mirena iud from 2009 to 2010 and microgestin fe. Concurrent conditions included migraine, headache, weight gain, weight loss, panic attacks, vitamin d deficiency, eczema, knee swelling, swelling of feet, memory loss, foggy feeling in head, asthma, gerd, mixed incontinence, obstructive sleep apnea syndrome, obesity and dysfunctional uterine bleeding. Concomitant products included doxycycline monohydrate since 2017, nortriptyline hydrochloride (nortriptylin) and proton pump inhibitors since 2011. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced arthralgia ("joints pain (ankles, elbows, knees, hips)"), pain in extremity ("toes, fingers, feet, heels pain") and back pain ("back pain"). On (B)(6) 2010, the patient experienced pelvic pain ("pain/ pelvic area and front side pain"), 2 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In 2012, the patient experienced rosacea ("rosacea") and sensitive skin ("sensitive skin/ pain of skin, all over but the worst on arms, legs and face"). In (B)(6) 2012, the patient experienced headache ("headaches/ head pain/ headache worsened"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and migraine ("migraines worsened"). In (B)(6) 2012, the patient experienced rash ("skin rash"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced muscle spasms ("muscle spasms"), constipation ("constipation") and gastrointestinal disorder ("gastrointestinal disorders"). In 2015, the patient experienced misophonia ("sensitive to some sounds/noises"). In 2016, the patient experienced persistent depressive disorder ("persistent depressive disorder"). On an unknown date, the patient experienced gastric disorder ("stomach issues"), panic attack ("panic attacks"), anxiety ("anxiety"), alopecia ("hair loss"), visual impairment ("worsening vision"), loss of libido ("lack of sex drive"), abdominal pain lower ("cramps"), spasms ("feels like stomach muscles are twisting up under rib cage.") And dyspnoea ("makes it hard to catch breath"). The patient was treated with surgery ((surgical removal of coil(s)), (hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, headache, gastric disorder, panic attack, anxiety, muscle spasms, visual impairment, loss of libido, persistent depressive disorder, rosacea, sensitive skin, bladder disorder, urinary tract disorder, misophonia, dyspareunia, weight increased, constipation, arthralgia, pain in extremity, gastrointestinal disorder, spasms and dyspnoea outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the alopecia, migraine, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, gastric disorder, gastrointestinal disorder, headache, loss of libido, menorrhagia, migraine, misophonia, muscle spasms, pain in extremity, panic attack, pelvic pain, persistent depressive disorder, rash, rosacea, sensitive skin, urinary tract disorder, vaginal haemorrhage, visual impairment, weight increased and spasms to be related to essure. The reporter commented: patient had tubal ligation on (B)(6) 2011. Onset date of weight gain was reported as 2018 as per pfs. Not sure how many days but for essure / attempt failed. Device twisted in a loop. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2010: results: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: new pfs and social media received- new events added: gastrointestinal disorders, spasms, difficulty breathing. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration of implant/ perforation (fallopian tube(s)") in a 30-year-old female patient who had essure (batch no. 20182548) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included tubal ligation on (B)(6) 2011, right lower quadrant pain and cesarean section. Previously administered products included for birth control: pills in 2010, iud from 2009 to 2010, sprintec in 2010, mirena iud from 2009 to 2010 and microgestin fe. Concurrent conditions included migraine, headache, weight gain, weight loss, panic attacks, vitamin d deficiency, eczema, knee swelling, swelling of feet, memory loss, foggy feeling in head, asthma, gerd, mixed incontinence, obstructive sleep apnea syndrome, obesity and dysfunctional uterine bleeding. Concomitant products included doxycycline monohydrate since 2017, nortriptyline hydrochloride (nortriptylin) and pantoprazole (protonix) since 2011. In 2010, the patient experienced pelvic pain ("pain/ pelvic area and front side pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("joints pain (ankles, elbows, knees, hips)"), pain in extremity ("toes, fingers, feet, heels pain") and back pain ("back pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 2 months 18 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2011, the patient experienced bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and fatigue ("fatigue"). In 2012, the patient experienced rosacea ("rosacea") and pain of skin ("sensitive skin/ pain of skin, all over but the worst on arms, legs and face"). In 2015, the patient experienced muscle spasms ("muscle spasms") and misophonia ("sensitive to some sounds/noises"). In 2016, the patient experienced persistent depressive disorder ("persistent depressive disorder"). On an unknown date, the patient experienced rash ("skin rash"), headache ("headaches/ head pain/ headache worsened"), gastric disorder ("stomach issues"), panic attack ("panic attacks"), anxiety ("anxiety"), alopecia ("hair loss"), visual impairment ("worsening vision"), loss of libido ("lack of sex drive"), migraine ("migraines worsened"), weight increased ("weight gain"), constipation ("constipation") and abdominal pain lower ("cramps"). The patient was treated with surgery (remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, rash, headache, gastric disorder, panic attack, anxiety, muscle spasms, visual impairment, loss of libido, persistent depressive disorder, rosacea, pain of skin, bladder disorder, urinary tract disorder, misophonia, dyspareunia, weight increased, constipation, arthralgia and pain in extremity outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia and back pain had resolved and the alopecia, migraine, fatigue and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, arthralgia, back pain, bladder disorder, constipation, dyspareunia, fallopian tube perforation, fatigue, gastric disorder, headache, loss of libido, menorrhagia, migraine, misophonia, muscle spasms, pain in extremity, pain of skin, panic attack, pelvic pain, persistent depressive disorder, rash, rosacea, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient had tubal ligation on (B)(6) 2011. Onset date of weight gain was reported as 2018 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion pregnancy test urine - on (B)(6) 2010: negative (B)(6) 2009, pelvic ultrasound: findings : trans-abdominal and endo vaginal images were obtained in accordance with the protocol. (B)(6) 2011, hysterosalpingography: impression: abnormal right micro-insert which was coiled into a single loop no abnormal contrast opacification of fallopian tubes or abnormal contrast spontaneous extravasation into pelvic floor from either fallopian tubes indicating complete tubal occlusion. (B)(6) 2011: operation: peivioscopy: removal of perforated essure device from right fallopian, tube. Fulguration of right fallopian tube. Findings: perforated right essure device, coiled in right fallopian tube adjacent to the cornea. Otherwise, normal fallopian tubes and ovaries bilaterally, normal uterus, normal appendix, and liver. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, indication female sterilization were added. Essure start date updated from 2010 to (B)(6) 2010 and removal date updated from 2011 to (B)(6) 2017. Event perforation (fallopian tube(s), pelvic area and front side pain, head pain/ headache worsened were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, persistent depressive disorder, rosacea, pain of skin, bladder disorder, urinary tract disorder, migraine, misophonia, dyspareunia, weight increased, fatigue, constipation, arthralgia, pain in extremity, back pain, abdominal pain lower were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rash"), headache ("headaches"), gastric disorder ("stomach issues"), panic attack ("panic attacks"), anxiety ("anxiety"), alopecia ("hair loss"), muscle spasms ("muscle spasms"), visual impairment ("worsening vision") and loss of libido ("lack of sex drive"). The patient was treated with surgery (remove the essure). Essure was removed in 2011. At the time of the report, the device dislocation, pelvic pain, rash, headache, gastric disorder, panic attack, anxiety, alopecia, muscle spasms, visual impairment and loss of libido outcome was unknown. The reporter considered alopecia, anxiety, device dislocation, gastric disorder, headache, loss of libido, muscle spasms, panic attack, pelvic pain, rash and visual impairment to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.